Event description:
It was reported that the patient requested a pocket revision due to discomfort from an interaction between their shoulder and implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. The patient had no adverse consequences due to the event.